Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope from ventricular tachycardia (vt) and ventricular fibrillation (vf) where it took seven shocks to convert the arrhythmia. Review by the physician determined the difficulty converting was due to the location of the right ventricular (rv) lead. Subsequently a revision procedure was performed where both the shocking coils were surgically abandoned. The pace sense portion of the rv lead remains in service. Two new shocking leads from another manufacturer were successfully implanted and no additional adverse patient effects were reported.